Event description:
It was reported that the physician thought there was a lack of stiffness in the atrial stylet maintaining the proper curve and it was difficult to access the atrial appendage. The lead was successfully implanted and the remains active. There were no patient complications reported due to the stylet issue. On 1sep10 (B)(4): it was further reported that the lead is in place and no complications arose from the implant. The physician reported that implanting the lead in the specific place in the atrium was more difficult and more time consuming. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician thought there was a lack of stiffness in the atrial stylet maintaining the proper curve. The lead was successfully implanted and the remains active. There were no patient complications reported due to the stylet issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.